Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-01419. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, anxiety-product/procedure.

Event description:
Patient reported right side "intracapsular rupture" confirmed by MRI. Physician later reported "textured to smooth exchange" and "capsular contracture baker grade iii". Later healthcare professional reported "rupture" and "capsular contracture baker grade ii". The device was explanted, replaced and will not be returned.